Event description:
New information available on (B)(6) 2017 states that, the right ventricular lead exhibited intermittent sensing.

Manufacturer narrative:
A partial lead with the distal tip measuring 41.5 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the right ventricular lead exhibited elevated capture threshold and decreased sensitivity. During the lead explant procedure, upon interrogation it was noted that the lead exhibited noise. The lead was explanted and replaced without complication. The patient¿s condition following the procedure was normal. The patient did not experience any symptoms before, during or after the procedure.